Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Device UDI lot/serial: (B)(4), UDI: (B)(4). Lot/serial: (B)(4), UDI: (B)(4).

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses (tg3715/06394754 and tgt3115/8066987). The procedure was concluded without adverse events being revealed. On (B)(6) 2010, in a follow-up study, it was revealed that the patient had developed paraparesis and that a type ii endoleak had been present. On the same day, glyceol and radicut were administered as well as rehabilitation therapy was performed to treat the paraparesis. On (B)(6) 2010, the patient was discharged of the hospital. It was unknown if the paraparesis as well as type ii endoleak had been resolved at the time of discharge. The patient had never visited the hospital for follow-up studies since the hospital discharge, and the patient was withdrawn from the follow-up study.